Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the returned device was visually inspected, and anchor is broken from housing connector. There was no evidence found to indicate that the reported issue was caused by the device itself. Roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found but has broken anchor. Delamination - anchor was separated. Discoloration - the device was discolored and non-transparent in areas. General cleanliness - the returned device appeared to have debris or foreign particles. Root cause description based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. The manufacturer's internal reference number is: (B)(4).

Manufacturer narrative:
The complaint device has been returned; however, the investigation is ongoing. Following completion of our investigation a supplemental report will be submitted with the findings. Manufacturer reference: (B)(4).

Event description:
Dr. (B)(6) reported that a silent nite 3d one piece appliance has broken. Reportedly the device had a post break off. The patient received the device on (B)(6) 2024 and discontinued use of the device due to the issue on (B)(6) 2026. No injury was reported.